Manufacturer narrative:
According to the customer, it was reported "the transport chair brake cable broke." The customer stated that they were "unsure how the product was being used and when he looked at the unit the cable was broke." Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, it was reported "the transport chair brake cable broke." The customer stated that they were "unsure how the product was being used and when he looked at the unit the cable was broke."